Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the ICD device and have analyzed this data. High impedance was noted. Out of tolerance subthreshold lead impedance patient alert is observed on (B)(6) 2011. Interference/noise was noted. High ventricular short interval count (sic) is observed with 510 counts occurring between the (B)(6) 2011. Zero counts are recorded between the (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system.

Event description:
It was reported that the lead had an apparent fracture or a breach. There was oversensing (noise), non-sustained tachycardia and ventricular tachycardia episodes but not therapy. It was also reported there was inhibition of pacing and the lead had over and under sensing. The pace/sense portion of the lead was capped and replaced by a new pace/sense lead. The high voltage part of the lead is still in use. It was further reported there was asystole. It was also reported the implantable cardioverter defibrillator (ICD) malfunctioned. The ICD device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced diaphragmatic stimulation.

Event description:
It was reported that the lead had apparent fracture or a breach, there was oversensing (noise), non-sustained tachycardia and ventricular tachycardia episodes but not therapy. It was also reported there was inhibition of pacing and the lead had sensing difficulties related to over and under sensing. The pace/sense portion of the lead was capped and replaced by a new pace/sense lead. The high voltage part of the lead is still in use. No patient complications have been reported as a result of this event.